Event description:
My mother used care done denture cleaner which includes persulfate. She had a severe life threatening allergic reaction to the persulfate. Her hands got itchy, she had a seizure, she went into respiratory arrest, had low blood pressure, low temp. Has been hospitalized ever since. This item was purchased at (B)(6) in (B)(6). Frequency: at bed time; how was it taken or used? Cleaning partial; date the person first started taking or using the product: (B)(6) 2019, date the person stopped taking or using the product: (B)(6) 2019, why was the person using the product? Cleaning partials.